Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type catheter pro duct ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 18-sep-2020, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(6), ubd: 18-sep-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen (2000mcg/ml at 13.5mcg/hr) via an implantable pump. It was reported that during the early replacement indicator (eri), the patient had a portion of the catheter replaced because it was unable to be aspirated through the catheter aspirate port (cap). There were no known environmental/external/patient factors that may have led or contributed to the issue. After replacing the catheter on 2025-07-18, a dye study was performed, and dye was seen at the catheter tip. The patient went into the emergency room with withdrawal symptoms. The issue was resolved. Additional information was provided from a consumer (con) via a company representative (rep) stated that they much improved today.